Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 115 mg/dl at the time of the incident. Customer was not able to rewind the pump. The customer was declined with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 noted. However, unit was received with corroded motor home switch.